Event description:
The device continuously prompted connect electrodes and an analysis of patient ECG could not be performed. An als crew arrived on scene and connected their manual defibrillator to the patient. This device was successfully used to continue patient treatment. The patient was not resuscitated.